Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.25mm-3.5mm 190cm filterwire ez¿ embolic protection device was advanced but failed to cross the lesion. Another 2.25mm-3.5mm 190cm filterwire ez¿ embolic protection device was inserted and was able to cross the lesion. Then a 3.50mm x 8mm emerge¿ balloon catheter was advanced over the embolic protection device; however, resistance was encountered. Upon removal of the balloon catheter from the embolic protection device, the shaft of the catheter separated. The balloon catheter did not enter the patient's body. The procedure was not completed due to this event; however, the following day the patient was brought back in for a percutaneous coronary intervention (pci) and it was successfully completed. No further patient complications were reported and the patient¿s status is fine.

Event description:
It was further reported that the shaft of the 3.50mm x 8mm emerge¿ balloon catheter broke during advancing over the embolic protection device and not during removal of the device. The procedure was completed using another balloon catheter.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter with no other devices. There was blood in the wire lumen. The emerge was received in two pieces. The majority of the balloon, inner shaft and outer shaft were buckled/bunched-up. The inner and outer shaft were separated at the distal end of the guidewire exit notch. The proximal end of the outer shaft was stretched. The fractured ends were stretched and jagged, which suggests that the separation may be related to tensile overload. There was no damage or irregularities with the hub. The distal tip was damaged. There was no damage or irregularities with the hypotube. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the shaft of the 3.50mm x 8mm emerge¿ balloon catheter broke during advancing over the embolic protection device and not during removal of the device. The procedure was completed using another balloon catheter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).